Manufacturer narrative:
The cobas integra 400 plus analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas integra 400 plus analyzer when compared to another analyzer at a different hospital. Results for the sodium (na) test were affected. Initial result: 122 mmol/l. 1st repeat result: 119 mmol/l. The results were questioned as they did not match the patient's clinical picture. The customer sent an aliquot to another hospital to be re-tested. 2nd repeat result: 128 mmol/l.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The data inspection did not identify any specific instrument-related issues. The daily ise service actions were performed as required without any issues. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (clotting of the sample prior to the sample measurement was detected which affected the sample probe issues for follow-up measurements) at the customer site. Preanalytics are within the customer's responsibility.